Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with heavy tortuosity and calcification. During use with the wiggle guide wire, resistance was met with the micro-catheter, and the devices became stuck. The guide wire and micro-catheter were removed as a unit. A non-abbott guide wire was then successfully used with the same micro-catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.